Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with xylocream and octenisept and then injected to the lips with juvéderm® volbella¿ with lidocaine. Patient used ice after injection. One month later patient developed "(swelling) oedema of lips upper and lower." Patient was prescribed medrol for 7 days. After a week patient had a second episode of severe oedema at the upper and lower lip so medrol was prescribed again. After 3 days patient stopped because the "swelling resolved."

Manufacturer narrative:
Concomitant medical devices: concomitant therapies: post treatment with ice. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling/oedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of swelling/oedema as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported prior to injection patient was pretreated with xylocream and octenisept and then injected to the lips with juvederm volbella with lidocaine. Patient used ice after injection. One month later patient developed "(swelling) oedema of lips upper and lower." Patient was prescribed medrol for 7 days. After a week patient had a second episode of severe oedema at the upper and lower lip so medrol was prescribed again. After 3 days patient stopped because the "swelling resolved."